Manufacturer narrative:
.

Event description:
It was reported that the patient received inappropriate hv therapy due to lead fracture. Lead was explanted.

Manufacturer narrative:
A fracture of the conductor was noted at 63.4cm from the connector pin, consistent with fatigue. This fracture is consistent with the field observation of inappropriate therapy.